Event description:
It was reported that the right ventricular (rv) lead was explanted due to infection. There was no allegation that the system or any procedure involving the system contributed or caused the infection. Rv lead vegetation was noted. The patient condition was stable.